Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The device was received loose inside the product carton. The plunger is fully advanced outside of the nozzle tip. Solution is dried in the device. No damage observed. Broken haptic tip is observed between the plunger and the nozzle wall. The lens is returned outside of the device and is taped to the carton the optic is torn/split/cut. One haptic tip is broken torn and is present in the device. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Broken haptic tip is observed between the plunger and the nozzle wall. The plunger position in relation to the broken haptic during advancement cannot be determined. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure when the iol was being loaded the posterior loop was inserted and then the posterior loop was torn. The surgery was completed on the same day after replacing with the same product. Additional information received stating as the inserted lens was a toric lens, it was removed in to two pieces and backup lens was implanted. The next day of the surgery the patient was examined which showed a strong inflammation caused due to exchange of iol. Two days after the surgery it was observed that inflammation was improving. Additional information received stating postoperative inflammation resolved. The patient was treated with antibacterial eye drops.